Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturing representative (rep) returned the lead for analysis. The rep indicated being aware of the complaint with the lead.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), product type lead. (B)(4). The following codes pertain to lead model 39565.

Event description:
The manufacturer representative reported that prior to implant, the physician identified electrodes peeling off the lead. The lead was not used, never implanted. A backup lead was used instead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.